Manufacturer narrative:
(B)(4).

Event description:
Patient's school it technician contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection. The it technician paul stated that he checked the device notifications, confirmed airplane mode is off, and wi-fi and data are enabled. It technician (B)(6) was unable to duplicate the issue, and stated that the mobile connection at the school site is poor. No additional patient or event information is available.